Event description:
It was reported to the manufacturer on september 25, 2023 that a patient from a retrospective clinical study experienced infection, tenderness, swelling, and hematoma at 1 month requiring surgical intervention. At 6 months the patient experienced implant loosening, displacement, and breakage requring surgical intervention.